Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the handle will not stay locked into drill guide, the guide falls right off.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary:visual examination of the returned device found expected wear from the handle of the device, and functional testing found the device engaging with its mating devices as intended. Due to investigation findings the reported allegation cannot be confirmed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.